Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the catheter could not be separated from the left ventricle lead because body fluid had invaded the catheter lumen and hardened. The lead was not used and replaced. There were no patient consequences.